Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 150 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarms were noted. The motor tested okay and no cosmetic damage was noted on the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.